Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va09lpm, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient was in the hospital three months prior to the date of this report, they fell off the bed and thought their ¿leads¿ were broken. The patient fell on their left side and the device was on the right. The hospital visit was not related to the device. It was stated the patient was not sure when the leads were broken because they fell a lot due to their legs. An x-ray was done, but no results were provided. It was also stated that it had been since (B)(6) 2014 that the ¿leads had not been attached.¿ for the past few nights prior to the report and past couple of months, the patient had been having accidents. The patient saw their healthcare provider in (B)(6) 2014 and they instructed them to put their legs ¿in the air.¿ it was noted the patient was unable to do that because of their sciatic pain, which had ¿nothing to do¿ with the implant. In addition, the patient was having a hard time using the programmer and did not want to troubleshoot at the time of the call. No outcome or information regarding interventions was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.